Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
Event date was not provided and has been estimated. Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant; however, the date of the transplant is unknown. Additional information regarding the event was not provided. There were no reported issues with the heartmate ii left ventricle assist system (lvas) at the time of the transplant. It was reported that (B)(4) will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. No device related issues were reported by the account; however, the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.